Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they discovered hair in the sterile packaging of the vh-3200. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there was a hair about 4 inches long in the accessory tray. The package pouch was not received. Based upon the visual observations of hair in the tray, the reported complaint "foreign material present" was confirmed. Internal file number - (B)(4).